Manufacturer narrative:
The actual safety huber needle involved in the incident was not returned to the MFR to be evaluated. Without the sample a thorough eval could not be performed. No specific conclusions can be drawn. It should be noted that the surecan safety huber needle is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. It should also be noted that the instructions for use supplied with this prod caution to "keep hands behind the needle at all times during use and disposal."

Event description:
As reported by the user facility: nurse was de-accessing a pt's porta cath. After removing the surecan prod from the pt, the nurse went to discard the prod into the sharps box and the needle rubbed up against her finger. Noted that the safety clip was not engaged and the needle was exposed, the nurse sustained a needlestick. Sample discarded. No add'l info was provided by the facility after several attempts were made to the facility requesting add'l info.